Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that tricuspid regurgitation was noted on the echocardiogram caused by the right ventricular (rv) lead crossing the valve. An attempted lead revision was made however, the physician decided to remove the lead and pin plug the rv port and pace the patient with the left ventricular (lv) lead only. No patient complications have been reported as a result of this event.